Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent minimum fill notifications occurred after the user filled the cartridge with 280 units of insulin during the load sequence. The customer either re-loaded the cartridge or loaded a new cartridge to resolve the issue. Customer's blood glucose level was 330 mg/dl.